Event description:
Procedure type: gastric bypass. According to the reporter: after the first firing the surgeon felt the stapler was not grasping the bowel as well as it normally did. On his third firing he was not happy with the way the handle and loading unit felt and so it was removed and a new one was put on. He felt when this was fired that it was "gritty" and not as smooth as normal. The staple line was checked after this firing and there was no defect seen. That night the patient became unwell and was transferred to the belfast city hospital where she had an emergency laparotomy. It was discovered that the staple line had broken down at one end. There was fluid leakage and the patient was apparently very septic when brought back to theatre. The actual bypass surgery was not extended but the corrective laparotomy took a couple of hours as they had to hand sew the whole anastomoses. The incomplete staple line was cut away totally with some remaining small bowel and then a hand sewn anastomoses was performed. Patient status: recovering after a few days in ICU.

Manufacturer narrative:
(B)(4).